Event description:
It was reported that after an adjustable gastric band there was leakage. The band was explanted and the patient is fine. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The (B)(4) adjustable gastric band ((B)(4)) was returned with a tear on one side of the balloon, this tear is localized on a fold line. Based on the above, it was tentatively concluded that the observed tear was most likely the result of material degradation and subsequent leakage on or near a product fold line consistent with the reported implant time (8 years). No device history record (DHR) can be performed, as no final packaging lot was communicated; nevertheless a review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore, it is unlikely that a manufacturing issue contributed to the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.